Event description:
Reporter alleged obtaining several discrepant back to back blood glucose comparisons when all tests were performed within 10 minutes at different times on six different days on the aviva system. Reporter alleged comparing a result of 46 mg/dl to 120 mg/dl, 122 mg/dl to 56 mg/dl, 75 mg/dl to 122 mg/dl, 119 mg/dl to 240 mg/dl, 104 mg/dl to 190 mg/dl, 68 mg/dl to 216 mg/dl, 70 mg/dl to 198 mg/dl, 46 mg/dl to 249 mg/dl, 115 mg/dl to 399 mg/dl, 46 mg/dl to 240 mg/dl, 66 mg/dl to 112 mg/dl, 73 mg/dl to 128 mg/dl, 67 mg/dl to 142 mg/dl, 38 mg/dl to 262 mg/dl, 62 mg/dl to 339 mg/dl and 141 mg/dl to 297 mg/dl. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.